Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor and a64. Customer's blood glucose was unknown mg/dl. The customer insulin pump is no longer receiving data from the transmitter. The customer was advised to review history for "relevants a alarms." The customer was informed that the device needs to be replaced due to multiple 64 alarms. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was also advised that we would replace a sensor.